Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 400 mg/dl and was addressed with an injection of insulin. The customer changed the cartridge and infusion set. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusions was unable to be performed.